Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported device confirmed to have a deformed/detached locking ring upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the root cause of the reported event determined, it¿s multifactorial.

Event description:
It was reported that; had two rings on two different screws peel off in same hole. Patient was unaffected.

Event description:
It was reported that; had two rings on two different screws peel off in same hole. Patient was unaffected.